Event description:
It was reported that the right atrium (ra) lead had a breach of insulation with evidence of environmental stress cracking (esc) at time of ra lead revision. It was also reported that the ra lead in bipolar had no p waves sensed. It was further reported that extraction of the ra lead resulted in inadvertent extraction of the functioning right ventricular (rv) lead. Therefore the ra and rv leads were replaced with new leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic metal ion oxidation (mio), the inner insulation had breached metal ion oxidation (mio), the outer insulation had cosmetic environmental stress cracking, there was a white substance on the outer insulation, there was blood in/on the helix/lobe mechanism and the helix disengaged from the helical channel. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, all of the conductors were stretched, the outer insulation was pulled apart due to overstress, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the lead was stretched and there was apparent explant damage. Evaluation summary: